Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. It was noted the patient has another non-curonix scs device implanted and the patient has had several unrelated brain surgeries. Additionally, the device was implanted in an off-label location as it was implanted at the occipital nerve. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 6, "the freedom pns system is not intended to treat pain in the craniofacial region". The stimulator is used to treat pain. The cause of the reported issue is due to off-label use as the device was implanted in the craniofacial region at the occipital nerve (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported pain behind the eyes, forehead, ears, base of the skull, and neck as well as tunnel hearing and worsening vertigo. Additionally, the patient reported pressure like its going to pop. The patient also reported inadequate pain relief from the device since it was implanted and they have not worn their device since 2022. An explant procedure will be performed. However, a date has not been scheduled. No further information is available at this time.